Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that after their device was removed in (B)(6) 2013 that the health care provider (hcp) ¿forgot¿ to remove a six inch lead. They had x-rays taken on (B)(6) 2015 and it was found that the lead wire had started to ¿torturously poke¿ through the skin which was very painful. The patient wanted to have the remnant of the lead removed. See regulator report #3004209178-2013-12328 for information pertaining to the device explant in october 2013